Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had a line outside of the balloon. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one sample was returned for evaluation. The device was noted to be bloody and a kink was noted. However, no kinks were reported by the user therefore this was noted to be an incidental finding. Material deformation was noted to the balloon portion. Under magnification, material unraveling and frayed fibers were noted to the balloon section of the device. Therefore the investigation is confirmed for the material unraveling and peeled pebax as the balloon section was noted to have fiber disturbance and unraveling. The investigation is also confirmed for frayed material, as frayed fibers was noted to the proximal glue joint. The definitive root cause for the reported material unraveling, peeled pebax and frayed fibers could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: (expiry date: 07/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had line in outside. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.